Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 360mg/dl. It was stated that after the infusion set was changed, the customer's blood glucose started to rise. It was also stated that the customer was experiencing high blood glucose for the past three days. It was stated that the customer's most recent blood glucose was 396mg/dl and customer treated with the insulin pump and manual injections. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin pump passed the test. No further info was provided.